Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced plunger loose/falls out/separates during use. The following information was provided by the initial reporter: material no: 928856, batch no: 7345824. Verbatim: consumer reported, when she pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel. Could not use syringes. 2 syringes affected same box item: 1cc, 31g, 8mm/ 928856, lot: 7345824, expiration date: 2022-12.

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 8mm syringe. Customer states that when the customer pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel. The syringe was returned with the stopper separated from the plunger rod and the plunger rod out of the barrel. A review of the device history record was completed for batch# 7345824. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for dry barrels. The root cause of the plunger rod separating from the stopper is due to lack of silicone in the barrel. CAPA#666972 was opened on 11nov2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel."

Event description:
It was reported that 2 syringe 1.0ml 31ga 8mm 10bag 500 pl/wg experienced plunger loose/falls out/separates during use. The following information was provided by the initial reporter: material no: 928856 batch no: 7345824. Verbatim: consumer reported, when she pulled back on plunger rod to draw her insulin, the plunger rod came out and the stopper remained inside the barrel. Could not use syringes. 2 syringes affected same box item: 1cc, 31g, 8mm/ 928856 lot: 7345824 expiration date: 2022-12.